Event description:
Patient had endoscopy procedure and saline was used to inject into polyp. It appeared to cause a reaction like a sclerosing agent. Pictures taken and injection stopped. Use another saline syringe with no problem.